Event description:
There was a pt death reported by a wrongful death law suit. There was no info indicating machine was at fault. No conclusion has been reached from the info provided. As more info is received, the MFR will submit the info to the FDA.